Event description:
A customer reported that while using a glidescope core quickconnect cable during a patient procedure, the image was lost. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device has not yet been received by verathon; however, the device return is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.